Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had sticky buttons and had to press multiple times. Customer's blood glucose level was unknown. Customer reported that insulin pump rejected the batteries. Customer stated that the insulin pump was slower and louder to rewind, had to rewound twice and found condensation inside screen. Customer reported that the insulin pump had an unexplained no delivery alarm. Customer declined to report to 24 hours technical support team. Insulin pump will not be returned for analysis.